Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging power button. The reporter alleged power doesn't turn on with button but came on when customer put strip in while unit was hooked up to charge; received message to unhook to put strip in meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.